Event description:
It was reported that post operative of a laparoscopic cholecystectomy procedure that took place on (B)(6) 2012, the patient presented with symptoms and returned to the operating room on (B)(6) 2012. Scissored clips were found as well as a bile duct leak. It is unknown if the patient is still in the hospital. The device was discarded.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Customer indicated user facility will be sent and provided the # (B)(4). The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, medical affairs, risk management, and product life-cycle representatives. The following information was provided by the rep after a conversation with the surgeon: the surgeon has been using ligamax for five years; however, he prefers covidien. The surgeon frequently tends to use the device to telescope as well as twists and torques the device during use. The surgeon is aware that using the device in this manner will result in scissored clips. When asked if there has been any changes in his technique he stated he now expects scissored clips when he torques and/or twists the device. Although applied is now being evaluated at the account, the rep demonstrated to the surgeon with ligamax and erca how scissored clips are formed when torque is applied and completed an inservice. How many clips were fired during the procedure? Total of 6 - 3 on the artery and 3 on the bile duct. During the re-op it was discovered that 2 of the clips on the bile duct were scissored and all other clips were perfect. Did the surgeon experience any problems with the device during the initial procedure? No. Was the device fired over an existing clip or hard object? No. Was any torque applied to the device? Yes. Was a cholangiogram performed? No. Did the surgeon observe any scissored clips during the procedure? He could not tell if the clips were scissored prior to closure. Was the surgeon able to visually see proper clip formation prior to closing the patient? No. What was done to repair the bile duct? Applied clip applier was used during re-op to re-clip the duct. Is the patient expected to have a full recovery? Yes. Patient¿s sex, age, and weight? Female, obese. Did the patient have any pre-existing conditions? No. How long has this surgeon been using this device? Five years. Will the photos become available for ees to review? No. Have there been any technique changes? When the surgeon torques or twists the device he expects scissored clips. Are you aware of the last time the surgeon or staff was in-serviced for this device? Inservicing completed on (B)(4) 2012 the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.